Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m3652352500, model: sc-2352-50, serial: (B)(6), batch: 7082199.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had migrated. The patient underwent lead and implantable pulse generator (ipg) replacement procedure and patient was doing well postoperatively. The explanted devices will not be return as it was kept by the facility.